Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found a break at 33.5cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that difficulty crossing lesion was encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, due to severe calcification, the device failed to cross the lesion and the procedure was aborted. The procedure was completed with a different device. No patient complications were reported and the patient condition was good. However, returned device analysis revealed hypotube break.